Event description:
It was reported when using the bd pyxis¿ medstation¿ es, it was not powering on. The customer reported that the malfunction occurred when the user pulling medication for the patient resulted ten to fifteen minutes delay in dispensing workflow and also, they managed to get medication from pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, it was not powering on. The customer reported that the malfunction occurred when the user pulling medication for the patient resulted ten to fifteen minutes delay in dispensing workflow and also, they managed to get medication from pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer six was keeping the station from booting up. A field service engineer (fse) replaced drawer controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.